Manufacturer narrative:
Corrected information: sex . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative (rep) that reported the patient claimed the implantable neurostimulator (ins) failed, there were recharging issues, never fully charges, and takes a long time to charge. The rep looked at it with the pain consultant and charging seemed fine, just as long as the patient takes the time to position it properly. The mdt data was reviewed and no anomalies could be seen. There were no power on reset (por), out of regulation (oor), or other errors since the last interrogation. The patient frequently uses the patient programmer (pp) to turn the stimulation on and off. Nothing strange was seen when looking at the last six recharge sessions. In the last six sessions the ins was not fully charged . With the current settings an approximate recharge interval of 5-6 days assuming the ins was fully charged. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep clarifying that ¿ins failed¿ means the patient claimed the ins shuts down by itself. The patient symptoms reported was loss of stimulation. Troubleshooting/diagnostics were performed: impedance measurement and palpation during stimulation. The action taken to resolve the recharging issues was better positioning of the recharger. The recharging issues resolved, including being able to fully charge the ins. There was no harm or injury to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep further reported that the issue has been resolved. The ins shutting off was a misconception by the patient.